Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The analyst noted that the save to disk file taken from the device was reviewed and it was determined that the device incurred two firmware initiated pors (power-on-reset) with no reason code on 15 oct 2014. Repeated attempts to induce a por were unsuccessful during the analysis. The device functioned nominally with regards to pacing output, lead impedance, regulated supply, reference voltages and high voltage charging. With the device fully functional, the analysis was terminated due to an inability to reproduce the resets experienced in the field. No anomalies were found that would account for the resets. (B)(4).

Event description:
The implantable cardioverter defibrillator (ICD) was returned to the manufacturer, analyzed, and tested out of specification. Additional information obtained indicated the device was explanted post-mortem for cremation and the cause of death was not related to the out of specification finding.